Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy, at the first firing of device in colectomy, a plate-like flew out from the articulation part of the reload. As the stapling was not completed, though the opening and closing of the jaws could be performed, the articulation was unable to be moved back to the neutral position, so the cartridge was unable to be removed. The surgical time was extended by less than 30 min. The procedure was completed with another device. It was noted that there was tissue damage.